Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the screw head breaking off from one of the screws on the backup battery cover was confirmed via evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was visually inspected revealed one of the screws used to secure the backup battery cover had broken off. Despite the observed damage, the remaining screws were able to secure the backup battery cover to the controller. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms. Although root cause was not determined through this investigation, a manufacturing analysis task has been opened to further investigate the issue of the screw head breaking off from the screw. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that in the operating room, during preparation of the backup system controller the ventricular assist device (vad) coordinator loosened the four screws and removed the back cover. They placed the backup battery (bb) correctly inside the controller and replaced the cover. When tightening the screws to secure the cover in place, the last screw broke off leaving a portion of it inside the controller. The screw was broken inside the cover causing it to be permanently locked into place. The center was returning the product as an out of box failure and requesting an urgent replacement. It was stated that the center kept a low level of controller stock on hand.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.